Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: lightheaded. Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 77 and 84 mg/dl fasting. The customer does not know their expected blood glucose test result range. At the time of the call the customer reported feeling lightheaded; medical attention was not needed at the time. During the call, a blood test was performed by the customer non-fasting and produced test result of 92 mg/dl using sidekick meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 10/31/2023 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history; customer did provide date/time for the results of concern: result: 77 mg/dl ; date: (B)(6) 2022 ; time: 9:22 am fasting. Result : 84 mg/dl ; date: (B)(6) 2022 ; time: 9:40 am fasting.

Manufacturer narrative:
Sections with additional information as of 07-oct-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter and test strips: e-7 and low results. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.